Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported aviva system blood glucose results: 12:24 pm 459 mg/dl, 12:27 pm 352 mg/dl 12:33 pm 170 mg/dl 12:34 pm 219 mg/dl 12:36 pm 473 mg/dl 12:46 pm 155 mg/dl no adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.